Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the set) with the homechoice machine during dwell 3 of 4. The patient was connected at the time of the alarm. The registered nurse (rn) explained a bag fell off and the spike was on the floor. The baxter technical service representative (tsr) informed the rn to use a manual bag. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
Customer's product has been requested back for investigation and a supplemental report will be sent once investigation results are complete. Note: the manufacture date for the serial number of the reported meter is unknown. It should also be noted that meter display messages of "hi" indicate a reading >500mg/dl and a "lo" indicate a reading of <20mg/dl. This information is found in the device's label copy provided with the meter.

Event description:
An adc customer reported receiving both a message of "hi" and "lo" on her pxtra meter. She then stated specifically that she received a reading of 97mg/dl that was higher than she felt and stated at the time of the obtained reading she felt "sweaty and sleepy" and then lost consciousness. Paramedics were called and obtained an hcp meter reading of 53mg/dl approximately thirty minutes after the initial adc meter reading was obtained. Customer stated, she did not wash her hands prior to testing her blood glucose. Per device label copy, not washing hands may affect the accuracy of the meter readings. Customer denied any treatment was provided by the paramedics other than testing her glucose. She was not transported to a health care facility and no diagnosis was reported. There was no report of death or permanent impairment associated with this report.